Event description:
It was reported that the hub of the drainage catheter completely detached. No additional details available.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.